Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
(B)(6). On 07/22/2016 a medtronic representative, following-up at the site, reported the patient was already under anesthesia. There was an incision already made when this issue occurred. On 07/29/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system image acquisition system (ias) computer would not power on. The site re-started the computer twice and normal function was restored. Issue was resolved. The surgeon opted to discontinue the use of the imaging system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.